Event description:
It was reported that patient presented to hospital with worsening heart failure. X-ray showed ra and lv leads were wound around the ICD can and pulled back in to svc. Suspected twiddlers syndrome. It was also noted that the rv lead was attached but there was no slack on lead and was stretched. Patient is pacemaker dependent after an ablation. Repositioning for all three leads to be scheduled. The rv lead was repositioned successfully. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.